Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient passed away due to a post-operative bleed after undergoing an emergency open aneurysm surgery in which coseal was used as the only means of hemostasis. The coseal (4 ml) was used standalone, as there was no access to a spray system in the theatre. It was reported that the area of coseal application was oozy and not clean and dry. Subsequently, the patient experienced a post-operative bleed and was taken back to surgery on the following day where the patient died due to extensive bleeding reported as "there was a belly full of blood" and it was claimed "the product did not work". It was reported that coseal was used for this emergency surgery without any product training of the surgeon or of the operating room nurse on staff that day. At the time of this event, a product training was scheduled to take place eight days later, however, this event occurred prior to the scheduled training. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. It was reported that coseal was used as the only method to achieve hemostasis. Coseal should be used as an adjunct. Coseal is not intended to replace sutures, ligatures or conventional surgical techniques. Per instructions for use, coseal should be used on a clean dry surface, not on an area of active bleeding. Additionally, coseal needs to be used under certain conditions (pressure for the spray set, height, and thin layer). Upon review of the information provided, it has been determined that a use error occurred. Should additional relevant information become available, a supplemental report will be submitted.